Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to prime alarm. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip. No missing drive support cap was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a compromised force sensor system alarm. The customer's blood glucose reading was 96 mg/dl. The customer stated that alarm occurred during priming. The customer reported the drive support cap to appear missing. The insulin pump was returned for analysis.